Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that stress and degradation led to the peeling off of the distal end adhesive and the chipping of the distal end cover. However, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the adhesive on distal sleeve was peeled off and the distal end cover was chipped on the bronchovideoscope. There was no patient involvement.